Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (clinical code, device code, type of investigation).

Event description:
It was learned through implant patient registry and investigation that a 29mm 11500a aortic valve was explanted after an implant duration of two (2) years, five (5) months due to moderate calcification and methicillin-sensitive staphylococcus endocarditis. The explanted device was replaced with a 27mm 11500a aortic valve. The patient tolerated the procedure well. Per pathology report, a bovine bioprosthetic valve measuring 1.6 cm x 3.2 cm in diameter was received. A pink-tan, membranous tissue fragments is identified at the base of one of the leaflets measuring 1.8 x 0.4 x 0.2 cm. The final diagnosis was listed as bovine tissue with moderate calcification, aortic valve endocarditis, and thrombus. There is attached bland fibrin thrombus at the basal portion of the leaflet. Gram, gms, and pas stains are negative for microorganisms.

Manufacturer narrative:
H11: corrected data after further review of medical records, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 29mm 11500a aortic valve was explanted after an implant duration of 2 years, 5 months due to unknown reason. The explanted device was replaced with a 27mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.